Event description:
Procedure type: lap appendectomy. According to the reporter: reload inadvertently opened and fully articulated, then blue lighted. The blue light indicated that the reload needed to be replaced. Finished case with manual handle. No operating room time extension, no patient injury. The jaws were already open when in the patient so not on tissue. However, after the case, the tech closed the reload, pushed the blue button and the jaws opened and fully articulated. No reinforcement material was used.

Manufacturer narrative:
(B)(4).